Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pulse generator software upgrade, the device went into back-up vvi mode. A firmware was downloaded to restore the device back to normal status. The patient was fine during the whole process and did not have any adverse effect.